Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted:(B)(6) 2006, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3550-09, lot# lb4744, implanted: (B)(6) 2003, product type: accessory. Product ID: 399930, lot# v005883, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 389033, lot# j0313891v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the patient noticed an increase in stimulation when leaning against wall near microwave. This had been occurring since implant. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent. Please see manufacturer report # (B)(4) for information on the patient's concomitant system.